Event description:
It was reported that a minicap with povidone-iodine solution was received without iodine on the sponge. The issue was noticed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 6

Manufacturer narrative:
(B)(4). The device was manufactured during 09/19/2013 - 09/23/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected sample has been discarded; a companion sample has been reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.